Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead in segments returned and analyzed. It was reported the lead was explanted and replaced, due to high impedance (greater than 9999 ohms). No patient complications were reported as a result of this event, and the patient's status was reported as 'ok' following the replacement procedure. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Impedance, high.

Event description:
It was reported the lead was explanted and replaced, due to high impedance (greater than 9999 ohms). No patient complications were reported as a result of this event, and the patient's status was reported as 'ok' following the replacement procedure.